Event description:
It was reported via repair work order that the brakes would not engage as the crank was misaligned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes would not engage as the crank was misaligned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted as the investigation concluded that this was a duplicate of the event previously reported in medwatch 0001831750-2013-01033.